Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) is calling on behalf of the customer. The expected non-fasting blood glucose test result range is 95 to 195 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 56 mg/dl and 93 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for non-fasting test results performed: 1:56mg/dl (B)(6) 2015 12:00pm; 2:56mg/dl (B)(6) 2015 12:00pm. Adverse event not reported.